Event description:
The user stated that she had a pt with an initial calcium result of 12.5 mg/dl that automatically repeated at 9.6 mg/dl. The user then ran the sample on a non-roche analyzer since she felt the original result was in question and received a result of 9.5 mg/dl. The results from the integra 800 were not reported and no adverse reaction was reported. The user declined a service visit as "they dont' feel like it's a problem since it only occurred once". The user states they feel the analyzer is performing as intended.